Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. After the lesion was pre-dilated with a 3.5 nc emerge balloon catheter, a 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the proximal end of the stent strut was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr us 4.00 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of mid stent damage with struts lifted. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. After the lesion was pre-dilated with a 3.5 nc emerge balloon catheter, a 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the proximal end of the stent strut was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported.